Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had no button response due to corroded keypad traces. The unit had a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer called in to report a button error alarm after changing the infusion set and an unresponsive keypad after filling the cannula. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 123 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.